Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was unresponsive confirming the no power issue. The battery cap was not returned and the test cap was able to attach to the pump but not power it on. Corrosion was found in the battery compartment. The leak test failed due to a battery compartment leak. The battery compartment was cracked on the side from the threads to the cover. The pump cover was removed and moisture ingress was found on the printed circuit board and internal components. The pump was unresponsive due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.